Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incarcerated umbilical hernia with omentum. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the hernia mesh because the patient's small bowel was allegedly tightly adhered to the ventralex. The patient underwent a small bowel resection and a lysis of adhesions because there were dense adhesions surrounding the tethered bowel. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information received: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia with adhesions and underwent repair with the implant of ventralex mesh. Per the operative notes," freed up the umbilicus from the hernia sac and opened the hernia sac. This contained omentum only. The adhesions from the undersurface of the fascia were taken down. I used a large ventralex mesh circle for this. I placed this within the hernia defect." (B)(6) 2015 - patient developed abdominal pain and small bowel obstruction and underwent laparoscopic lysis of adhesion, exploratory laparotomy with small bowel resection, removal of hernia mesh (ventralex). Per the operative notes, " the small bowel was tightly adherent and twisted in one location. After working at this and taking down adhesions. It became evident that small bowel resection and removal of this piece of mesh was necessary. A mini laparotomy incision was made in the midline around the umbilicus. Sharp scissors were used to cut directly through the ventralex mesh patch. The tethered bowel was freed from the mesh sharply. Electrocautery was used to remove the ventralex hernia mesh.¿ attorney alleges adhesions, bowel/intestinal obstruction(s), bowel/intestinal removal(s), mesh migration, pain, removal surgery and blood clots.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided. Based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. Per medical records provided post implant of ventralex mesh, patient underwent an additional procedure for treatment of adhesions and small bowel obstruction during which the ventralex mesh was explanted. Based on medical records review it is unknown to what extent the device may have caused or contributed to the reported event. Updated fields:a2, a4, b4, b5, b6, b7, d1, d4 (UDI), e3, g1, g3, g4, g6, h2, h3, h6, h10, h11 corrected fields: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an incarcerated umbilical hernia with omentum. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the hernia mesh because the patient's small bowel was allegedly tightly adhered to the ventralex. The patient underwent a small bowel resection and a lysis of adhesions because there were dense adhesions surrounding the tethered bowel. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.